Event description:
It was reported that the surgeon was inserting an intraocular lens (iol) into the patient's operative eye and noticed the trailing haptic was sticking straight back and stuck onto the plunger. The rest of the iol was inside the eye and the trailing haptic broke off onto the plunger. The surgeon then proceeded to cut out the lens when a capsular tear occurred, and a vitrectomy had to be performed. Both the primary dfr00v and the backup lens were opened and thrown away. The surgeon completed the procedure implanting with a 3-piece iol. Two serial numbers are associated with this event, however, could not differentiate the serial numbers associated with this event. Therefore, reporting with an unknown serial number suspect lens. No other information was provided.

Manufacturer narrative:
Serial number: unknown, information not provided, but it is either (B)(4) or (B)(4). Expiration date: serial number was not confirmed, but it is 10/29/2024 for both serial numbers. Unique device identifier (UDI #): UDI number is unknown, as serial number was not confirmed, but, it is either (B)(4). If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as serial number was not confirmed, but it is 10/29/2021 for both serial numbers. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.